Event description:
It was reported that during loading of a transcatheter aortic valve, when checking the transition between the nosecone and the capsule, a metal braiding was protruding from the capsule. This subsequently occurred on a second delivery catheter system, and new products were used. It was noted that the minimum diameter of the access vessel was 8.5 millimeter's (mm). No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with a valve partially loaded within the capsule, visual analysis showed the handle and capsule were partially open. A nitinol protrusion evident on distal capsule. Exposed nitinol evident was evident on the distal capsule ribs. No other deformation evident to the remainder of the device. The reported protrusion was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.